Event description:
Updated information on 11/05/2025 for report mw5177496 for manufacturer.

Event description:
Event description: 1. Situation; (1) error 105 occurred. (2) cardiac tamponade occurred in the atrial septum. 2. Timing; (1) before insertion into the patient¿s body, when connecting the catheter and cable. (2) before brockenbrough energization after sound merge (ss/vizigo/qdot/sl0/guide wire were in the patient¿s body). When attempting to confirm the tenting for brockenbrough energization, there was a sensation of the catheter advancing into the left atrium, and a strange feeling was felt. The event was discovered upon checking. 3. How to complete the procedure; (1) the issue was resolved by replacing tx eco ext cable. (2) drainage was performed urgently, and only pvi was performed. Blood pressure was maintained, and the procedure was completed without issues. Details of health hazard: cardiac tamponade. Details of health hazard (other): cardiac tamponade in the atrial septum. Course: recovered. Physician¿s assessment on health hazard: non-severe (moderate/minor). Extension of hospitalization: no. Visitag coloring setting: tag index. Causal relationship with the product: unclear. Physician¿s comment on the relationship between the event and the product: when attempting to check the tenting with sl0 for brockenbrough, there was a sensation of the catheter advancing into the left atrium before energization. Upon checking the atrium, cardiac tamponade was observed. There were no indications of a causal relationship with this product. Were there any abnormalities observed prior to use of the product?: no. Were there any abnormalities observed during use of the product?: no. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).